Manufacturer narrative:
Date sent: 10/01/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the staples were malformed. Another device was used to complete the case with no patient consequence.